Event description:
The report received from cordis clinical registry in another country indicated that the patient experienced a myocardial after implantation of cypher stents and a dissection also occurred during the procedure. No information was given about how the dissection occurred or whether the dissection is related to the cordis stents. The dissection was treated by implantation of another cypher stent.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus- eluting coronary stent, this is one of two products involved in the same patient reported under manufacturing numbers 9616099-2007-01435, and 9616099-2007-01436. Additional information will be submitted within 30 days upon receipt